Event description:
The information received indicated that the stent of a cypher select plus 2.75 x 23mm stent was crimped in the wrong position with respect to the balloon. There was no patient injury reported. The procedure was completed with the same type of product.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15379968 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that the stent of a cypher select plus 2.75 x 23 mm stent was crimped in the wrong position with respect to the balloon. There was no patient injury reported. The procedure was completed with the same type of product. Multiple attempts to retrieve additional information and obtain the product for analysis were unsuccessful. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided and without the product available for analysis, the complaint could not be confirmed. It is not possible to draw a conclusion about a clinical relationship between the device and the event and no determination of potential contributing factors could be made. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The cypher select plus device is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent approved for distribution in the united states. The device is available for evaluation, but has not been returned yet. Additional information will be submitted within 30 days from receipt.